Event description:
It was reported that there was a constant communication module disconnected error, new module installed same issue. There was no reported patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "there was a constant communication module disconnected error, new module installed same issue¿ was not confirmed. Tests were performed on the communication module and no faults were found. Additionally, data lost was found. The mainboard, the cam sensor and bracket were replaced. The pump was calibrated, and performance verification test was performed. No fault related to the complaint was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.